Event description:
It was reported that during a da vinci-assisted incisional hernia transversus abdominis release procedure, a piece of the grasper on the force bipolar with dual grip instrument broke off from the jaws. It was confirmed by the surgeon that there were multiple fragments. However, only one fragment was retrieved; the remaining fragments were not found inside the patient and therefore were not retrieved. The procedure was completed.

Manufacturer narrative:
The force bipolar with dual grip instrument has been received for failure analysis evaluation; however, failure analysis still pending.